Manufacturer narrative:
Section d4: the catalog number and UDI # were corrected based on the returned product.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The insulin was not being delivered by the infusion device. The patient switched to her old infusion device and it was working properly.